Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead would not stay in the vessel and dislodged. The lead was explanted and replaced. No further information was reported.